Event description:
It was reported that the patient underwent a plif and posterolateral fusion from levels l4 to s1 using rhbmp-2/acs on (B)(6) 2007. It was reported that postoperatively, the patient suffered from severe pain that radiated from his low back to his lumbar extremities. He underwent a revision surgery on (B)(6) 2011. During the revision surgery, the physicians noted that the screws at s1 had been fractured midway through the screw, and that the left-sided fusion mass was poorly consolidated. Since the revision surgery, the patient continues to have significant pain, neurologic deficit, and functional impairment. Patient has severe pain that radiates from his lower back to his bilateral lower extremities. Walking and standing often leads to shocking pain throughout his back and radiates through low extremities. Patient has retrograde ejaculation and constant pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2003: the patient presented for follow up. On (B)(6) 2004: the patient presented for follow up. The patient underwent a transrectal ultrasound and needle biopsy of the prostate which showed benign tissue and chronic inflammation. On (B)(6) 2004: the patient presented for follow up. On (B)(6) 2005: the patient presented for MRI lumbar spine without contrast. Impressions: degenerative disc change with loss in water content of the lower three lumbar discs. Small rent of annulus fibrosis posteriorly at the level l4-l5. This can be a cause for back pain. Posterior bulging of the l3-l4 and l4-l5 discs causing small impressions upon the anterior aspect of the thecal sac. Mild relative central spinal narrowing at the l3-l4 level with some flattening of the anterior posterior dimension of the thecal sac by prominence of epidural fat posteriorly. On (B)(6) 2006: the patient presented for flexion and extension views of the lumbar spine. Impressions: moderate intervertebral disc space narrowing at l3-l4 and l4-l5. Mild anterior offset of l3 with respect to l4, a distance approximately 6 to 7 mm. On (B)(6) 2006; the patient presented for follow up. On (B)(6) 2006: the patient presented for MRI lumbar spine without contrast. Impressions: 1. Tri-level disc spacing narrowing and desic cation l3-l4 through l5-s1. There is a diffuse disc bulge at l4-l5. In addition at this level there is a central and left paracentral disk protrusion that compresses the ventral thecal sac and left l5 nerve root entry zone. Disc bulge at l4-l5 abuts the existing l eft l4 nerve root within the neural foramen. Disc bulge and endplates spondylosis and facet arthropathy at l3-l4 cause mild- moderate bilateral neural foraminal narrowing at l3-l4. On (B)(6) 2007: the patient presented for follow up check. On (B)(6) 2007: the patient presented for discograms and axial and sagittal CT images of spine. Findings: at l2-l3, there is grade 2 disc with contrast extending into the middle third of the annulus. At l3-l4, there is grade 4 disc with contrast extending into the outer third of the annulus, more than 30 degrees of the disc circumference. There is diffuse disc bulge. At l4-l5, there is small central disc protrusion and a grade 3 disc with contrast extending into the outer third of the annulus, less than 30 degrees of the disc circumference. On (B)(6) 2007: the patient presented for follow up. On (B)(6) 2007, the patient presented to the office with chief complaint of chronic low back pain with sciatica. On (B)(6) 2007, the patient presented to the office with chief complaint of pain in the penile area and possibly urinary retention post lumbar laminectomy, underwent physical examination, pre-op and post-op diagnosis: degenerative disk disease l4-5 and l5-s1, procedure: bilateral laminectomy, mesial, facetectomy and foraminotomy l4-5 and l5-s1; posterior lumbar interbody fusion l4-5 and l5-s1 using trabecular metal interbody graft, bmp and local autograft. This was done through a transfacet approach on the left; posterolateral arthrodesis, l4-5 and l5-s1 using bmp and local autograft; posterolateral instrumentation l4 through s1 using instrumentation, per-op notes: linear incision was made along spinous processes from l3 to s1, the muscles were taken down bilaterally exposing the spinous processes, lamina, facets and transverse processes from l3 to s1, laminectomy was performed at the l5 level and laminotomies were performed at l4 and s1. The ligament flavum was also removed between l4-l5 and l5-s1, the facet on the left side over l4-5 and l5-s1 was drilled, the right stent the facet over the disk at l4-5 and l5-s1 on the left was removed, the nerve root was retracted at l4-5 and l5-s1 medially, the disk was removed at l4-5 and l5-s1 two grafts were selected and filled with bmp and local autograft that was morsellized,<(>,<)> the grafts were tapped into the inter-space first at l5 and s1 and then at l4-l5, there appeared a small tear in the coverings of the dura at the l4-l5 level, in the posterolateral spinal fusion- the pedicles were palpated on each side, the facet joints were drilled of external cortex as well as transverse processes from l4 to s1, the screws were placed from l4 to s1, 70 mm rods were then placed, complications: the patient remained in stable fashion throughout the case; presented with pre-op and post-op diagnosis- degenerative disk disease l4-5 and l5-s1 for intra-operative neurophysiologic monitoring, underwent x-ray due to lumbar degenerative disc disease. The patient presented for x ray of lumbar spine. Findings: the first intraoperative image demonstrates surgical instrumentation overlying the posterior elements of l5-s1. Minimal intervertebral disk height loss is identified at l4-l5, as well as l5-s1. Second intraoperative view of the lumbosacral spine demonstrates posterior fusion at l4-l5, as well as l5-s1, in terms of transpendicular screws and posterior fusion rods. In addition, intervertebral disc spacers are identified at l4-l5, as well as l5-s1. On (B)(6) 2007, the patient underwent x-ray of anterior-posterior view of the abdomen due to pain, impression: slight interval decrease in large and small bowel caliber, overall there is persistent gaseous distention of the large and small bowel and these findings would be consistent with an ileus, continued radiographic follow-up would be recommended. On (B)(6) 2007, the patient underwent CT lumbar spine, impression: status post laminectomy and posterior fusion from l4 through s1. The surgical levels are difficult to accurately evaluate due to extensive metallic artifact. No definite central stenosis or foraminal stenosis. Post surgical changes in the posterior paraspinal soft tissue are present. Moderate central stenosis at l2-3 and l3-4 level secondary to facet arthropathy and diffuse disk bulge, the x-ray of anterior-posterior chest indicated (impression): nasogastric tube proximal side port resting within the esophagus. On (B)(6) 2007, the x-ray report indicated (impression): non-obstructive bowel gas pattern, the patient underwent x-ray of anterior-posterior abdomen, impression: no evidence of bowel obstruction or ileus. Ng tube with the tip projecting overlying stomach fundal region just past ge junction. It may be advanced by 2-3 cm for better positioning. On (B)(6) 2008: the patient presented for diagnosis for low back pain. On (B)(6) 2008, the patient presented to the office with chief complaint of low back pain and underwent physical examinations. The diagnostic studies of anterior-posterior and lateral x-rays of the lumbar spine show good alignment of grafts and screws. Impression of the examinations: status post lumbar fusion, l4-s1. Patient is doing well. On (B)(6) 2008, the patient presented to the office with chief complaint of low back pain and underwent physical examinations. On (B)(6) 2008, the patient presented to the office for follow-up. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination, impression of the examinations: the patient is stable. On (B)(6) 2008: the patient presented for diagnosis of degenerative disc disease. Impressions: postsurgical changes at l4-s1. Mildly narrowed l3-l4 interspace. On (B)(6) 2008: the patient presented for follow up. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination, impression: the patient continues to experience chronic low back pain. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination. Mild palpable tenderness is noted at the left sacroiliac join in the musculoskeletal examination. Impression of the examinations: the patient is stable. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination, impression: patient is status post posterior lumbar inter-body fusion, l4-s1, experiencing increased left leg pain. On (B)(6) 2008: the patient presented for post myelogram CT lumbar spine and axial scans with coronal and sagittal reconstructions. Impressions. Moderate to marked central canal stenosis at l3-l4 due to a diffusely protruding disc and ligamentum flavum hypertrophy. Moderate compromise of the right l3 neural foramen due to the disc protrusion and right posterolateral osteophyte form l3. Moderate central canal stenosis at l2-l3, primarily due to a diffusely bulging disc. Postsurgical changes from l4 through s1. There is normal alignment at these levels. No obvious central canal or foraminal stenosis is seen, although the nerve roots maintain a lateral position in their course through the thecal sac to the sacral spinal canal, but doubtful for arachnoiditis. The patient presented for diagnosis of lumbar myelogram. Impressions: ventral impressions on the lumbar subarachnoid space at l2-l3 and l3-l4. Normal filling of lumbar spinal canal and nerve roots at l4 and l5. Subsistence of disc spacers into the inferior endplates of l4 and l5. Status post fusion at l4 through s1. No hardware failure is seen. There is normal alignment in the lumbar spine. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination. The diagnostic studies demonstrates evidence of stable appearance to patient's previous fusion, l4-s1, and also demonstrates evidence of spinal stenosis at the l2-4 levels. Impression: the patient experiences chronic low back pain and bilateral leg pain, patient has lumbar myelogram evidence of spinal stenosis from l2-4 of a mild to moderate nature. Patient's post-surgical changes, l4-s1, demonstrate normal alignment and no evidence of hardware failure. On (B)(6) 2009,(B)(6) 2010: the patient presented for follow up. On (B)(6) 2009, the patient presented to the office with chief complaint of low back pain, the musculoskeletal examination indicated that the patient has a stiff back and decreased range of motion. The patient has diffuse low back pain to palpation. Straight leg raise is negative bilaterally. Bowstring is negative bilaterally. Impression: low back pain and lower extremity pain. This is likely secondary to moderate spinal stenosis from l2-4, the levels above the fusion which have likely worsened since fusion. On (B)(6) 2009, the patient presented to the office for follow-up. The musculoskeletal examination indicated that the patient has mild diminished range of motion about the lumbar spine or flexion, extension, lateral flexion, and rotation and has diffuse tenderness throughout the lower back. On (B)(6) 2009, the patient presented to the office with chief complaint of chronic low back pain. On (B)(6) 2009, the patient presented for pre-operative medical consultation prior to elective l2 through 4 lumbar laminectomy with likely facet fusion at l3-4 to prevent instability, underwent physical examination. The examination indicated negative x-ray and EKG. On (B)(6) 2009, the patient presented with pre-op and post-op diagnosis- spinal stenosis l2-3 and l3-4, procedure: bilateral laminectomy, mesial facetectomy and foraminotomy l2-3 and l3-4. Posterolateral arthrodesis l3-4 using a interfacet grafts and morsellized local autograft. Complications: the patient remained in stable fashion throughout the case, the radiographs of the lumbar spine indicated intra-operative localization, back pain. On (B)(6) 2009, the patient presented to the office for follow-up. On (B)(6) 2010: the patient presented with low back pain. On (B)(6) 2010: the patient presented for follow up check. On (B)(6) 2011, the patient presented to the office with chief complaint of chronic low back pain on (B)(6) 2011, the patient underwent CT l spine post myelogram due to radiculopathy, impression: post-operative changes at l4-s1. No CT evidence for complication. Left paracentral disc protrusion at l2 well 3 slightly indenting the left anterior lateral thecal sac. Pars defect/hairline fracture through the right articulating process/lamina of l3. Recommend clinical correlation; diagnosis of myelogram lumbar spine due to low back pain, impression: myelogram, patient was sent a CT scan; diagnosis of lumbar spine flex and ext only due to pain/radiculopathy. On (B)(6) 2011, the patient presented to the office for follow-up with chief complaint of chronic low back pain, underwent physical examination. The diagnostic studies reveal that flexion and extension x-rays of the lumbar spine demonstrate an unstable listhesis of l3 on l4 with apparent dislodgement of the facet graft. Myelogram of the lumbar spine demonstrates evidence of fractured s1 screws bilaterally. No other complications of hardware noted. On (B)(6) 2011, the patient presented to the office for follow-up with chief complaint of chronic low back pain, underwent physical examination, impression: the patient has continued low back pain, recommendations are to explore lumbar fusion. On (B)(6) 2011: the patient presented for follow up check. On (B)(6) 2011, the patient presented to office for post-operative medical consultation prior to elective exploration of back fusion l2-s1 because of ongoing low back pain, underwent physical examination. On (B)(6) 2011, the patient presented with pre-op and post-op diagnosis - pseudoarthrosis and instability l2 through s1, proc-. Exploration of lumbar fusion l3 through s1 with removal of instrumentation l4 through s1. Posterior lumbar interbody fusion l2-3 and l3-4 on the right-hand side through a transfacet approach using interbody cages with artificial graft and morsellized local autograft. Posterolateral arthrodesis l2-3, l3-4, l4-5 and l5-s1 using artificial graft and bone marrow. Posterolateral instrumentation l2 through s1 using a instrumentation. Complications: the patient remained in a stable fashion throughout the case, the x-ray report indicated(impression) post-surgical changes from lumbar spinal fusion at l2-s1 are present and in satisfactory position. There is no evidence of lucency to suggest hardware loosening or fracture; underwent intraoperative neurophysiologic monitoring due to the risk of nerve injury and port placement of screws in the inter-body fusion. On (B)(6) 2011: the patient presented for diagnosis for spine. Impressions: post operative changes of the lumbar spine consistent with posterior fusion of l2-s1. Screw fragments are identified within the sacral ala bilaterally, with adjacent intact pedicle screws. On (B)(6) 2011, the patient presented to the office for follow-up. On (B)(6) 2011, (B)(6) 2012, the patient presented with chief complaint of low back pain, underwent physical examination, the musculoskeletal examination indicated that the patient's back is diffusely tender to palpation with a mild decreased range of motion on flexion, extension and rotation. Straight leg raise is mildly positive bilaterally. Bowstring is mildly positive bilaterally. On (B)(6) 2012: the patient presented for follow up check. On (B)(6) 2012: the patient presented for MRI lumbar spine without contrast. Impressions: diffuse moderate l1-l2 disc bulging with mild central canal narrowing. Postsurgical changes from l2-s1. On (B)(6) 2012: the patient presented for MRI lumbar spine without contrast. Impressions: postsurgical changes are present. Within l imitations of the study related to the patient's hardware, there is no evidence of significant central canal or neural foraminal stenosis. Midline paraspinal soft tissue demonstrates an extra thecal 8cm long and 4.6 x 2.6 cm wide obstruction. Prostate is enlarged. On (B)(6) 2012, the patient presented with chief complaint of low back pain, underwent physical examination. On (B)(6) 2012, the patient presented with chief complaint of low back pain and underwent physical examination, the musculoskeletal examination indicated that the patient's back is diffusely tender to palpation with a mild decreased range of motion on flexion, extension and rotation. Straight leg raise is mildly positive bilaterally. Bowstring is mildly positive bilaterally. Left shoulder has some mild tenderness to palpation with a mild decreased range of motion. On (B)(6) 2013: the patient presented for MRI of lumbar spine with and without contrast. Impression: increasing l1-l2 central canal stenosis since (B)(6) 2012, now at least moderate in degree. The disc is now mildly protruding and in combination with prominent posterior epidural fat is causing the spinal stenosis. The l3-l4 interspace now contains a small amount of well marginated t2 signal and enhancement and appears slightly narrowed. The t2 findings enhancement are of uncertain significance as the adjacent end plates remain well marginated. There is similar, but increased t2 signal within the l4-l5 disc. Otherwise stable fusion changes from l2-s1. A fluid collection posterior to the spinal canal at l3 and l4 remains stable. There is stable high signal at the posterior paraspinal musculature from l4-s1.

Event description:
It was reported that: (B)(6) 2008: the patient presented for diagnosis for low back pain and underwent x-ray of lumbar spine as per the billing records. On (B)(6) 2008: the patient presented for diagnosis of degenerative disc disease. Impressions: postsurgical changes at l4-s1. Mildly narrowed l3-l4 interspace. The patient underwent x-ray of lumbar spine as per the billing records. On (B)(6) 2008, the patient presented to the office with chief complaint of chronic low back pain and underwent physical examination, impression: the patient continues to experience chronic low back pain. The patient underwent x-ray of knees and pelvis as per the billing records. On (B)(6) 2008: as per the billing records, the patient underwent x-ray of foot. On (B)(6) 2010, (B)(6) 2009: as per the billing records, the patient underwent x-ray of chest. On (B)(6) 2009: as per the billing records, the patient underwent x-ray of lumbar spine. On (B)(6) 2010: as per the billing records, the patient underwent ultrasound of soft tissue of head/neck. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012: as per the billing records, the patient underwent MRI of upper extremity joint. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2013: as per the billing records, the patient underwent x-ray of chest. On (B)(6) 2010: the patient presented for follow up check and underwent MRI of upper extremity joint, brain as per the billing records. On (B)(6) 2011: the patient underwent x-ray of lumbar spine as per the billing records. On (B)(6) 2011: as per the billing records, the patient underwent surgery of shoulder. On (B)(6) 2013: as per the billing records, the patient underwent x-ray of lumbar spine. On (B)(6) 2013, (B)(6) 2015: as per the billing records, the patient underwent x-ray of hip. On (B)(6) 2013: as per the billing records, the patient underwent MRI of lumbar spine. On (B)(6) 2015: as per the billing records, the patient underwent ultrasound of thyroid. On (B)(6) 2015: as per the billing records, the patient underwent MRI of brain. On (B)(6) 2016: as per the billing records, the patient underwent MRI of lumbar spine. On (B)(6) 2016: as per the billing records, the patient underwent colonoscopy.